Event description:
Rn witnessed the carefusion IV pump turn off randomly while in pt's room. IV pump was plugged into the wall and turned back on when the device was powered on. She pressed restore button and the heparin drip resumed at previously programmed rate. Charge rn called biomed to report malfunction and requested biomed rep assess/service the device. Heparin drip was promptly switched to new IV pump and malfunctioning pump was sequestered.